Event description:
Olympus was informed that the customer straight ocular angle autoclavable ureteroscope has a broken off component defect, ¿the light post is missing¿. The customer reported event was found at an unknown event. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
Olympus followed up with the customer to obtain the serial number of the scope, but no information was obtained. The referenced device was returned to the olympus repair center, but the evaluation has not yet begun. Also, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additionally, as no serial number was provided the manufacturing date is unavailable. Based on the available information, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.